Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2011, the plaintiff was implanted with an ams monarc with the intention of treating her pelvic organ prolapse and stress urinary incontinence. It was alleged that, "after, and as a result of the surgical implant," the plaintiff, "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, chronic discharge and bleeding, dyspareunia and other injuries." It was also alleged that the plaintiff has experienced "significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."